Event description:
In response to the voluntary field safety notice/recall concerning sound abatement foam, a dreamstation auto CPAP device was submitted to a third-party service center. The return was not associated with any reported serious patient harm, injury, or medical intervention. Visual inspection of the device revealed a missing modem flipdoor, a scratched ui panel, and the presence of foam particles within the blower. Consequently, the device was deemed unusable and scrapped. Further investigation is not available at this time. Should additional information become available, a subsequent report will be filed.